Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# v014767, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# v014767, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID neu_burrholecap; product type accessory product ID neu_burrholering; product type accessory product ID neu_burrholecap; product type accessory product ID neu_burrholering; product type accessory product ID 3387s-40, lot# v014767, implanted: 2007 (B)(6); product type lead product ID 3387s-40, lot# v014767, implanted: 2007 (B)(6); product type lead product ID 748251, neu_unknown_ext, implanted: 2007 (B)(6); product type extension product ID 7436, serial# (B)(4), product type programmer, patient. (B)(4). Final device analysis for the ins revealed no significant anomaly. There was no telemetry or output. The battery had reached normal end of life. Final device analysis for extension (B)(4), revealed no significant anomaly. The body was cut thru, segmented. Final device analysis for extension (B)(4), revealed no significant anomaly. The body was cut thru, segmented. Final device analysis for lead v014767 revealed the outer insulation was breached, environmental stress cracking. Final device analysis for lead v014767, revealed the outer insulation was breached, environmental stress cracking. Final device analysis for the burr hole cap revealed no anomaly found. Final device analysis for the burr hole ring revealed no significant anomaly. It was broken. Final device analysis for the burr hole cap revealed no anomaly found.

Event description:
It was reported that there was a lack of efficacy. Removal of the device was per patient request. Patient recovered without sequelae. The lead, extension and implantable neurostimulator (ins) were explanted. Additional information received reported the therapeutic product was ineffective.